Event description:
When a pt is loaded from mosaiq software and treated normally with xxx mu, after treatment is finished, the details are sent to mosaiq using icom. During the transmission of details from desktop pro to mosaiq, if another pt is selected on the xvi sys, this xvi info is prioritized and the data from the end of the treatment is never rec'd by mosaiq. If this happens, as mosaiq has not been able to record the treatment, it presents the clinical user with the following warning dialogue: "mu delivered is less than expected, xxx mu remaining, deliver remainder?" If the user selects 'yes' then mosaiq will download the remaining mu, (which it calculates incorrectly as the total field mu of the previously delivered field), allowing an immediate retreat.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.